Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported via phone call that the customer experienced low blood glucose of 22 mg/dl. Customer treated with glucose tablets. They initially called in to report issues with sensor insertion. It was stated that the customer damaged the sensors while inserting into the body. The sensor was not inserting properly into the serter and customer damaged three sensors which were discarded. During the call the low blood glucose vent was mentioned.